Event description:
Balloon burst.

Manufacturer narrative:
The catheter was not evaluated due to the pt having an infectious disease. It is unk at what pressure the balloon burst. A picture taken during the procedure shows a severe and sharp stricture in the center of the balloon caused by the pt's condition. This could have caused the problem. Two catheters were pulled from stock and tested. Both catheters exceeded their specifications for balloon rated burst pressure.